Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cuff of the artificial urinary sphincter (aus) was too large and was not coapting completely, thus causing the patient to continue experiencing urinary incontinence. The patient underwent a revision surgery to replace the existing device with a new cuff placed in a more proximal location. There were no additional patient complications.